Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that during testing neo mode he was getting some possible autocycling. No patient involvement.